Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 29. This leak was noted by an audible alarm and confirmed with hemastix. Estimated blood loss was 350cc. Treatment was continued with new supplies without incident. No pt injury or medical intervention reported.